Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 21 events were reported for this quarter. Product return status: 5 devices were received. 1 device was not available for evaluation. 15 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 2 devices were found to be affected by compromised lubrication. 2 devices were found to be affected by internal corrosion. 1 device was found to be affected by a shattered bearing. 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 21 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: h1019 previously reported events are included in this follow-up record.product return status12 devices were received.7 devices were not available for evaluation.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. - 16 events had no patient involvement; no patient impact. - 1 event had no known impact or consequences to the patient. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale : corrected data: h10. 19 previously reported events are included in this follow-up record. Product return status 12 devices were received. 6 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. - 16 events had no patient involvement; no patient impact. - 1 event had no known impact or consequences to the patient. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 19 previously reported events are included in this follow-up record. Product return status 9 devices were received. 1 device was not available for evaluation. 9 device investigation types have not yet been determined. Event confirmation status 5 reported events were confirmed. 4 reported events were not confirmed. Evaluation results devices were found to be affected by 1 device was found to be affected by devices had no problem found. 1 device had no problem found. Devices did not have a root cause established. 1 device did not have a root cause established. This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale corrected data: b5, h10 21 events were previously reported during the reporting quarter; however: - 2 previously reported events in this report should have been included under MFR report # 0001811755-2020-01076. 19 previously reported events are included in this follow-up record.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 19 previously reported events are included in this follow-up record. Product return status: 12 devices were received. 3 devices were not available for evaluation. 4 device investigation types have not yet been determined.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale: 21 events were previously reported during the reporting quarter; however: - 2 previously reported events in this report should have been included under MFR report # 0001811755-2020-01076. 19 previously reported events are included in this follow-up record. Product return status: 9 devices were received. 1 device was not available for evaluation. 9 device investigation types have not yet been determined. Event confirmation status: 5 reported events were confirmed. 4 reported events were not confirmed. Evaluation results: 4 devices were found to be affected by compromised lubrication. 4 devices were found to be affected by internal corrosion. 1 device was found to be affected by a shattered bearing.